Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer reported an issue with an enteral feeding pump. The customer reports that during pm testing, the unit did not alarm for a downstream occlusion.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit failed to alarm for occlusion. The unit was triaged and the reported issue could not be confirmed. The unit passed all testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.